Event description:
It was reported that approximately 78 months post-implant of a bifurcated device, and two infrarenal aortic extension a proximal type I endoleak was identified on identified on a computed tomography scan. The pt was treated with an additional infrarenal and suprarenal aortic extensions, which successfully corrected the endoleak. Reportedly, the pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. However, intra-operative CT images were provided and reviewed by a clinical representative with the following impression: based on the images provided, the reported endoleak is confirmed, however, the cause could not be identified with the information provided. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events at this time. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Endoleaks are a known inherent risk of the procedure.